Event description:
Customer reported a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the high voltage cable. System operates as intended.